Event description:
It was reported that the controller was exchanged on (B)(6) 2023 because the cables were rancid. The patient was a landscaper and was frequently outside all day, exposing equipment to dust despite being covered in abbott wearables.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being ¿rancid¿ was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. Per additional information, the controller was disposed and was exchanged for a new controller with the latest software. The patient was stated to be a landscaper with their equipment consistently being exposed to dust despite being covered in the appropriate abbott wearables. Although the root cause of the reported event was unable to be conclusively determined, the controller¿s power cables could have become rancid from consistent exposure to different materials through the patient's line of work. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.